Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be confirmed or reproduced during evaluation. The device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and was inoperable. There was no patient harm or serious injury reported as a result of this incident.